Manufacturer narrative:
Additional information was received on 05-dec-2024. It was reported that they are unsure of the manufacturer (right ventricle (rv) catheter) and the patient¿s condition post op. It was also reported that a qdot was used according to the instructions for use (IFU). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation, and the patient experienced cardiac tamponade that required pericardiocentesis. During the procedure, the patient developed cardiac tamponade. Emergent pericardiocentesis was performed, successfully draining the pericardial effusion. The patient remained hemodynamically stable post-procedure and was transferred to intensive care unit (ICU) for close monitoring. The qdot catheter could not be preserved since "the tip had already been clipped and catheter discarded." The surgeon thought his right ventricle (rv) catheter (non-biosense webster inc./non j&j) is most likely to have caused the tamponade. Although the physician believed the rv catheter is most likely to have caused the tamponade, it is assumed that ablation had already occurred (as qdot catheter was discarded) and therefore, the ablation catheter cannot be excluded as a contributing factor.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31448597l and no non-conformances related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).